Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone extraction procedure from the common bile duct performed on (B)(6), 2011. According to the complainant, during the procedure, a 1cm stone was captured, but could not be removed through the papilla. The user then attempted lithotripsy with an alliance handle; however, the wire within the basket handle broke prior to the tip detaching or the stone breaking up. After some manipulation, the stone was able to be released from the basket, and then the device was withdrawn from the patient. The procedure was completed with another trapezoid rx lithotripter compatible basket and an extraction balloon. Reportedly, the patient anatomy was not torturous and no stones were captured/crushed prior to the event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use. The guidewire lumen (side-car) presented push-back and the sheath was found to be buckled and kinked near the distal end. The wire basket assembly had been removed from the coil assembly, and pull wire was found to be kinked and bent. The basket tip was intact, but basket wires were found to be bent and unevenly spaced. The device was disassembled for closer examination of the pull wire which found it necked down and fractured indicating that it may have sheared apart while undergoing tensile force. The condition of the returned incident device was consistent with the complaint that the pullwire broke, the tip failed to detach. Additionally during device evaluation it was also noted that the guidewire lumen (side-car) presented push-back, the sheath was kinked and buckled, and the basket wires were bent and unevenly spaced. The most probable root cause for the damages observed is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
Concomitant medical product: alliance handle. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone extraction procedure from the common bile duct performed on (B)(6) 2011. According to the complainant, during the procedure, a 1cm stone was captured, but could not be removed through the papilla. The user then attempted lithotripsy with an alliance handle; however, the wire within the basket handle broke prior to the tip detaching or the stone breaking up. After some manipulation, the stone was able to be released from the basket, and then the device was withdrawn from the patient. The procedure was completed with another trapezoid rx lithotripter compatible basket and an extraction balloon. Reportedly, the patient anatomy was not torturous and no stones were captured/crushed prior to the event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.